Event description:
Pharmacist sustained a needle stick on finger from used needle protruding from the bottom of a sharps container. He had blood work scheduled and will visit doctor in one month.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it. Quality will continue to monitor on monthly trend reports.